Manufacturer narrative:
The reported sensor was returned and investigated. Visual inspection was performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (normal termination). Sensor plug was returned and the sensor plug was properly seated in mount. Performed visual inspection on the sensor tail and the sensor plug assembly and no issues were observed. Sensor inserted into the sim-vivo test fixture. Sensor was reprogrammed and applied current to perform linearity testing. All results were within specification. No product deficiency was identified.

Event description:
Customer reported the adc freestyle libre sensor provided a higher reading when compared to a healthcare professional meter. Customer reported receiving a sensor scan result of "hi" (readings greater than 500 mg/dl) on (B)(6) 2018, and experiencing symptoms of weakness and subsequently lost consciousness. Customer was treated with a glucagon injection by his wife. A reading of 31 mg/dl was received on the hcp meter. No further hcp treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported the adc freestyle libre sensor provided a higher reading when compared to a healthcare professional meter. Customer reported receiving a sensor scan result of "hi" (readings greater than 500 mg/dl) on (B)(6) 2018, and experiencing symptoms of weakness and subsequently lost consciousness. Customer was treated with a glucagon injection by his wife. A reading of 31 mg/dl was received on the hcp meter. No further hcp treatment was required. There was no report of death or permanent injury associated with this event.